Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer¿s blood glucose level was high 397 mg/dl and low 35 mg/dl. The customer¿s current blood glucose was 224 mg/dl. The customer reported that insulin pump was damaged. There were cracks in the bottom of the reservoir and on the screen. The customer was treated with the insulin pump for high blood glucose and treated with the food for low blood glucose. The troubleshooting was performed for high blood glucose and under delivery and for low blood glucose and over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high and low blood glucose the insulin pump will be returned for analysis.